Manufacturer narrative:
Not yet available as the serial number of the affected femoral component is unknown. The explants have been received and is under investigation. No operation reports received yet despite request.

Event description:
Revision of right endo-model modular femur with 50mm segment due to disassociation with cemented stem. Stem left in situ. New femur and 50 mm segment implanted and impacted onto existing stem. Poly exchanged on tibia. [Customer].

Manufacturer narrative:
The review of the device history record is not possible as the serial number of the affected femoral component is unknown. Pre-revision x-ray images were available for investigation. The explanted femoral component along with the femoral segment were returned for investigation whereas the cemented stem is left implanted. The visual inspection of the x-ray images confirm the disconnection of the femoral component from the cemented stem. During the inspection excess cement is seen in the joint mechanism at the connecting component. The polyethylene bearings are dislodged and the rotating notch from the stem is also broken. The motion of the joint mechanism was restricted when received and could not be mobilized. The standing time of the implant as well as the the patient data is not known. The excess cement can enter the joint mechanism if the plastic strip which shields the joint mechanism from cement intrusion was not removed correctly or removed early thereby allowing the cement to flow to it. The restricted motion could cause stress at the connection between the femoral component and the stem. The female cone of the stem could not be evaluated as left implanted. For the connection of a male and female cone, surfaces must be clean, without damages and coupled thoroughly to achieve stability and reliability of the connection. Based on the investigation and available information the root cause is not completely established. It may be assumed that the conical connection was not effective enough due to unknown external reasons. Cones are checked with highest priority during production and quality control. The restricted joint mechanism of the connecting component could have secondarily contributed to the detachment of the connection.

Event description:
Revision of right endo-model modular femur with 50mm segment due to disassociation with cemented stem. Stem left in situ. New femur and 50 mm segment implanted and impacted onto existing stem. Poly exchanged on tibia. [Customer].